Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, upon deployment of the stent, the black introducer separated from the device and became lodged within the stent. The physician then advanced an egd scope and used forceps to remove the separated introducer. The stent was left in place and remains implanted, and the procedure was completed. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code f2301 captures the reportable event of an additional tool required to retrieve the broken catheter guide fragment. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of catheter guide break. The device was not returned for analysis; therefore, a technical evaluation could not be performed. As a result, there is insufficient evidence to determine whether the event was related to the physician's technique during the procedure or to a potential device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis due to contamination; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.